Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the physician attempted to make a cut with hydratome rx sphincterotome and was not successful. During another attempt, a small cut was made but was not sufficient. The physician then flushed out the area and observed foreign material on a portion of the cut wire. The physician then repositioned the cutwire so the material was not in the way and was then able to perform a successful cut. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).